Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0875) inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 21.1 units of normal bolus was delivered on aug 27, 2024. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged possible over delivery anomaly. The event involved product(s) mmt-1781k. Troubleshooting was performed for hypoglycemic event. No further patient complications were reported. Mmt-1781k was requested and customer response was the device will be returned.